Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) level of 41-42 mg/dl. Cause was not known. Reportedly, the paramedics treated customer with administration of fast acting carbohydrate gel. Customer's bg level was resolved.